Event description:
It was reported that this lead was surgically abandoned due to high capture thresholds, noise and impedance issues. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned due to high capture thresholds, noise and impedance issues. Additionally, the field representative stated that this was the current state of this lead for a very long time and it had been deactivated. A new lead was implanted. No additional adverse patient effects were reported.